Event description:
It was reported that an ilet user did not make a meal announcement at dinner after being advised by someone not to do so, experienced a postprandial rise to 199 mg/dl, and then a subsequent low to 52 mg/dl a couple of hours later; the user treated the low with fast-acting carbohydrates (glucose tablets) and a confirmatory fingerstick was 100 mg/dl, with no symptoms reported, and the situation was addressed through troubleshooting, education, and assignment for additional training. Symptoms included hypoglycemia. Outcomes included no health consequences or impact and unexpected medication intervention in the form of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to an improper or incorrect procedure due to failure to follow instructions when not announcing the meal, and the device component involved was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.